Event description:
It was reported that "surgeon claimed that both the applier and clips were responsible for the bleeding of patient. Was an orl procedure and the clamping of the cervical artery didn't work. Patient went to emergency surgery to stop cervical artery bleed". Additional information states that the patient required a "massive blood transfusion" and "additional ICU days with blood transfusion" after the emergency surgery. The current patient's status is reported as "ok".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: n/a.